Event description:
It was reported that: a crack was found in the 18g needle hub. It was difficult to aspirate blood only aspirated air. There was a delay to treatment but no other patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through visual inspection of the customer supplied photo. The returned photo showed obvious cracking on the needle hub. A device history record review was performed, and no relevant findings were identified. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e., pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Based on these circumstances and the comments from r & d, the root cause of this complaint was design related. CAPA was implemented previously under teleflex quality system to use a new alcohol-resistant material to manufacture the needle hub. The needle hub involved with this complaint was manufactured prior to the CAPA implementation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) and one introducer needle for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the needle hub contained multiple cracks. Microscopic examination confirmed the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a crack was found in the 18g needle hub. It was difficult to aspirate blood only aspirated air. There was a delay to treatment but no other patient harm or consequence.

Event description:
It was reported that: a crack was found in the 18g needle hub. It was difficult to aspirate blood only aspirated air. There was a delay to treatment but no other patient harm or consequence.

Manufacturer narrative:
(B)(4).